Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
The reported event that led cover is also broke off was confirmed by the device evaluation. During the visual inspection it was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.